Manufacturer narrative:
H11: MDR was submitted in accordance with activities related to CAPA#734075. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(6) and study ID (B)(6), incident type: ae subevent number: 002. Site related assessment: causal relationship to study device and study procedure-index surgery. Sponsor assessment (oc muo): not related to the index surgery and possible related to the device it was reported that post l2-s1 direct decompression (bony)/osteotomy, hemi-laminectomy, l2-3 discectomy, l2-l3 posterior spinal fixation and fusion, patient had persisting pain, concern for pseudarthrosis at l5-s1. Patient was hospitalized from (B)(6) 2025 to (B)(6) 2025 and the adverse event resulted in additional spinal revision lumbar fusion surgery on (B)(6) 2025. As part of revision surgery, patient underwent removal of spinal instrumentation at l3-s1. Medical safety officer confirmed the adverse event pseudo arthritis reported appears to have a causal relationship with the study device (lumbar screws and rods) and the actual study/index surgery, while the e1450x edge blade may have been used during the procedure for cautery, the pseudarthrosis is more directly associated with the other devices and the surgical procedure (hemilaminectomy) itself. No product malfunction reported.